Event description:
It was reported that the device has a damaged battery compartment, bubbled and torn dso seal, chipped lens, and requires a software upgrade. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During investigation functional testing and visual inspection performed. The customer reported complaint was confirmed during visual inspection. Additionally, the downstream occlusion seal was delaminated. The downstream occlusion seal was replaced.